Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins. Eval also revealed that the force sensor assembly was damaged and the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Eval also revealed that the force sensor assembly was damaged and the force sensor resistance reading was out of calibration. Review of the pump history revealed loss of prime alarms. The pump was exercised and no loss of prime warning could be duplicated.